Event description:
The vision was blurred, after washing repeatedly. It was still not clear enough. Lt was needed to exit the scope to clean. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party. And confirmed, that the lens end leaky. Air leakage at the lens end, led to water vapor entering into the scope. Based on these results, we concluded, that it was caused, due to the water vapor, became water mist and adhered to the lens. Which could not be cleaned. And made the image blurred. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.